Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart mrx displayed a red-x and service needed message. There was no patient involvement.